Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01570 . This report is being submitted as additional information. Age of device: 7 months, 1 day. Investigation summary: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists hemolysis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh). An intravenous (IV) of bivalirudin was initiated. Multiple low flow alarms were observed on (B)(6) 2018. The patient recalled feeling dizzy, lightheaded and lethargic during that time. Patient expired on (B)(6) 2018. It was reported that death was possibly due to end stage lung cancer and withdrawal of care. Pump was not be returned for evaluation. No further information was provided.